Event description:
During a pulsed field ablation procedure for atrial fibrillation, the dilator was inserted into the sheath without resistance, and immediately after the introducer was inserted into the patient, a large amount of air was aspirated when removing air using a syringe. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.